Event description:
Boston scientific received information that this left ventricular (lv) lead had dislodged shortly after being implanted in the patient. A revision procedure was performed and the lv lead was explanted and a replacement lv lead was successfully implanted in its place. The lv lead was discarded and will not be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.